Manufacturer narrative:
B5. Describe event or problem updated. E1. Initial reporter first name: (B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was obtain via the right femoral artery. The 80-90% stenosed, 3.5x20mm, concentric, de novo target lesion with a significant bend of >45 degrees was located at the moderately tortuous and mildly calcified left anterior descending artery. After a guide catheter was engaged coaxially and crossed the lesion with a non-boston scientific guide wire, pre-dilatation was performed with a 2x15mm maverick semi-compliant balloon catheter. A 24 x 3.50 promus premier select drug-eluting stent was advanced but failed to track the lesion. The physician removed the device and it was noticed that the proximal part was kinked. The procedure was completed with another of the same device. The clinical outcome was timi 3 flow. No patient complications were reported and the patient status was stable. It was further reported that it was the proximal part of the catheter kinked off.

Manufacturer narrative:
Device evaluated by MFR.: promus select ous mr 24 x 3.50mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent od (outer diameter) was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a midshaft kink 3.1 cm proximal to wire exchange port. No other issues were identified during analysis. E1. Initial reporter first name: (B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was obtain via the right femoral artery. The 80-90% stenosed, 3.5x20mm, concentric, de novo target lesion with a significant bend of >45 degrees was located at the moderately tortuous and mildly calcified left anterior descending artery. After a guide catheter was engaged coaxially and crossed the lesion with a non-boston scientific guide wire, pre-dilatation was performed with a 2x15mm maverick semi-compliant balloon catheter. A 24 x 3.50 promus premier select drug-eluting stent was advanced but failed to track the lesion. The physician removed the device and it was noticed that the proximal part was kinked. The procedure was completed with another of the same device. The clinical outcome was timi 3 flow. No patient complications were reported and the patient status was stable. It was further reported that it was the proximal part of the catheter kinked off.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was obtain via the right femoral artery. The 80-90% stenosed, 3.5x20mm, concentric, de novoa target lesion with a significant bend of >45 degrees was located at the moderately tortuous and mildy calcified left anterior descending artery. After a guide catheter was engaged coaxially and crossed the lesion with a non-boston scientific guide wire, pre-dilatation was performed with a 2x15mm maverick semi- compliant balloon catheter. A 24 x 3.50 promus premier select drug-eluting stent was advanced but failed to track the lesion. The physician removed the device and it was noticed that the proximal part was kinked. The procedure was completed with another of the same device. The clinical outcome was timi 3 flow. No patient complications were reported and the patient status was stable.